Manufacturer narrative:
Plant investigation: the customer returned 43 companion samples from the reported lot number for evaluation. The samples were returned sealed in a prepackaging pouch. No damage or irregularities were visually noted on the dialyzers. The samples were forwarded to the qs laboratory for bubble point testing, two of the 43 samples failed bubble point. It was noted that there was damage to one of the cases that was returned with the complaint samples inside. The clinic did not report case damage, and may have occurred during transit to the manufacturer for evaluation. No handling type damage (crack/dent) was observed on any of the dialyzer samples. Specifically, the two dialyzers that failed bubble point internal leak testing showed no indication that the internal leaks were related to handling/shipping. The investigation into the complaint was not able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes.

Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. Additional information was provided by a user facility charge nurse during follow-up. The blood leak was noted as being an internal blood leak. The leak was not visually observed. The machine, a fresenius 2008k machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) could not be determined. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls and any other occurrence in production. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. Additional information was provided by a user facility charge nurse during follow-up. The blood leak was noted as being an internal blood leak. The leak was not visually observed. The machine, a fresenius 2008k machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) could not be determined. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. Additional information was provided by a user facility charge nurse during follow-up. The blood leak was noted as being an internal blood leak. The leak was not visually observed. The machine, a fresenius 2008k machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) could not be determined. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.